Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 05-dec-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the physician used the coolie kit to perform a hip coolief rf ablation. "After treatment for 2:30 minutes, and upon finalizing the case [the physician] faced a bleeding from the obturator canula introductory position. [The physician] removed the canula and applied pressure for 5 minutes until hemostasis was achieved. [About] 3-4 days post-op patient suffered a severe pain near the femoral artery and was taken to hospital, after examination and scans, 2 aneurysms. Patient received hospitalized treatment for a few days to treat aneurysms and stabilize patient and prevent further complication. Upon investigation it was found that patient had a cardiovascular valve operation and has been on warfarin for a long time. Before the coolief procedure, warfarin was ceased, and patient was placed on clexane injections instead. Patient resumed warfarin treatment the day after coolief procedure."

Manufacturer narrative:
The device history record for the reported lot number, 30179238, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 11-mar-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.